Event description:
It was reported that during implant procedure, low out of range, pacing lead impedance was observed. Several attempts to reposition the lead resulted in decreased sensitivity issues. Difficulty to remove the helix was also noted. The lead was removed and replaced. Patient was in stable condition after the procedure.